Event description:
The customer reported that on or about (B)(6) 2010, a philips intellivue mp70 pt monitor was in use but failed to alert staff to a pt incident.

Manufacturer narrative:
The customer reported that on or about (B)(6) 2010, a philips intellivue mp70 pt monitor was in use but failed to alert staff to a pt incident. While attached to the philips monitor, the patient suffered cardiac irregularities and expired. The limited available info supports that users failed to connect the monitor appropriately. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).